Manufacturer narrative:
This report is based solely on the information provided by the customer. Due to the product not being returned, confirmation of the customer's complaint and the root cause could not be determined. A review of the complaint database revealed several potential causes, including faulty or damaged components. Many of the problems are either damage to the nurse call receptacle and faulty nurse call relay. Damage can cause the pins inside the nurse call receptacle to become stuck down, either triggering no alarm or false alarm. It can also cause the nurse call cable to not have a secure fit in the receptacle, which can allow movement to affect function. Other causes, such as corrosion and moisture damage, are also a possibility. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
07-09-2021 bd1 the customer contacted us via e-mail. The customer has qty 5 of the alarm they would like to return for warranty inspection. S/n are (B)(4), (B)(4), (B)(4), (B)(4), (B)(4). There is no specific report per serial # and there are qty 2 of 8345 that we will return as well. Customer did not know which alarm was involved in patient incident. Only that the patient was found on the ground and the alarm did not alarm. This could of been the 8345 or the 8645. Which is why we are returning the older 8345. Other reasons givin was will not turn on/no power, and just broken. No gtin information was available.

Manufacturer narrative:
H3: evaluation summary: the device was received with the nurse call receptacle pin 3 inside bent down. No other abnormalities were observed. Evaluation of the unit found the unit had power and sounded when in use with a sensor pad. However, it did not send a signal to activate the indicator light at the nurse call test fixture due to a bent pin 3 inside the nurse call receptacle. If the device should fail to send a signal to the nurse call station, it may not alert the caregiver of a patient exit. Being that the unit is already two years old since it was manufactured, it is unlikely that a manufacturing non-conformity contributed to a bent pin inside the nurse call receptacle, and the likely cause of the event is abnormal use or normal wear and tear. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The IFU states, to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm, sensor or magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or magnet is removed from face plate. Manufacturer reference file (B)(4).

Event description:
Supplemental medwatch being sent for additional information